Event description:
It was reported that during a sigmoid colectomy procedure, the device with a cartridge not properly inserted, was closed on the colon and fired. The safety lock-out did not work and the knife pushed the cartridge out of the device's jaws, resulting in a cut but not stapled colon. Surgery was prolonged ten minutes. Another device was used to complete the case. There were no adverse consequences to the patient. The patient was stable.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.